Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on 4/28/2014 stated that they were doing lead revision for this failed rv lead. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).